Event description:
It was reported that a screw was missing when the device (bipolar forceps mcen64 120mm wormald) was taken apart. There was no reported patient impact.

Manufacturer narrative:
No known impact or consequence to patient. (B)(4). Component missing. Result: mechanical shock problem. (B)(4). The device (bipolar forceps mcen64 120mm wormald) was returned to mxi for service and repair. Analysis indicated that the instrument was out of specification. Missing and defective parts were replaced. Note: this MDR is being filed as a result of an internal review of complaints from medtronic¿s mxi facility in (B)(4). This review was conducted to resolve several issues discovered in the mxi complaint handling process. Issues resolved include the misclassification of devices returned for repair, as well as gaps in reporting. (B)(4) was opened to address these issues.